Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Event description:
It was reported that the surgeon started to insert the cage with light to moderate impaction and the cage cracked/broke while it was advancing into the disc space. The cage was removed intra-operatively and replaced without issue. There were no adverse consequences to the patient and no significant delay.

Manufacturer narrative:
It was reported on june 13th, 2013 ¿ that the surgeon started to implant the cage with light to moderate impaction. The cage was advancing into the disc space and the cage cracked/broke. The surgeon was able to remove the broken cage and used a different cage with no problems. A device history record (DHR) review could not be conducted as the lot number of the device is unknown. Therefore, without a product sample, we are unable to confirm the reported issue or identify the root cause, and this complaint will be closed with no further action required. Device not returned.